Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level, as values remained between 54-500mg/dl (3.0-27.7 mmol/l). Customer reloaded the original cartridge as instructed by technical support, which resolved the issue, allowing them to resume insulin delivery.